Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
Information was received from the patient¿s last known treating physician on (B)(6) 2015. He stated that he did not see the patient since 2008. She came to two appointments in 2008 and failed to come to her following appointment. He is not aware of her vns being programmed on since it was turned off in 2005. She had persistent suicidal thoughts and depression during the time he treated her from april 2004 to september 2006.

Event description:
It was reported that the vns patient passed away on (B)(6) 2015. The cause of the death and its relationship to vns are unknown. The medical examiner suspects intoxication. Review of the available programming and diagnostic history showed that the patient¿s device was disabled on (B)(6) 2005. It is unknown whether the patient was receiving therapy from the device at the time of death. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The cause of the patient's death was due to caffeine toxicity as determined per autopsy. An intentional overdose cannot be excluded by the medical examiner. The funeral home conducting services for the patient confirmed that the device has been discarded.